Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances. Technical services (ts) was consulted for programming assistance. Ts provided possible programming recommendations. At this time, this rv lead remains in service. No adverse patient effects were reported.